Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had software error. Customer also stated that after inserting new battery the pump had no power. The customer blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image), problem isolated to electrical board. Unable to download due to critical pump error (open book image). Unable to confirm software error and dead battery anomaly or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm.